Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation / dissection occurred with the use of another device which required treatment with a graftmaster stent; however, the graftmaster device failed to cross the lesion. No additional event or pt info is available.